Event description:
This lead was explanted on (B)(6) 12 due to endocarditits. Dr. (B)(6) at (B)(6) university did the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).